Event description:
Morcellator hand pieces and generator were not functioning to expectations. The case required 4 morcellators and over 3 hours of operative time to remove uterus. Representative was contacted during case, provided suggestions, but none enhanced performance of devices.